Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Seventeen representative unopened samples were returned for analysis. Product code w9261t. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment areas on nine (9) needles did not meet expectations because the needle channels were not properly closed during the swaging process. The sutures were dispensed and examined along the strands and no anomalies were observed during evaluation. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in two (2) samples. Further investigation was conducted on these samples, revealing a short insertion in the strands. In the remains fifteen (15) samples, the pull force meets the requirements. Based on the information currently available, the open channel and short insertion issue were identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. There will return 2 actual products and 17 representative samples for analysis. Upon evaluation of the condition of the returned samples, the packets were opened. The swage and attachment on nine (9) needles did not meet expectations because the needle channels were not properly closed during the swaging process. The sutures were dispensed and examined along the strands and no anomalies were observed during evaluation. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in two (2) samples. Further investigation was conducted on these samples, revealing a short insertion in the strands. In the remains fifteen (15) samples, the pull force meets the requirements. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.